Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the cause of issue was due to an unrelated medical issue. As for intervention, it was stated that they was no battery life in the ins and that the patient would have a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported a por-power on reset as they were attempting to adjust settings because they had been urinating frequently. Patient also confirmed they were exposed to emi environment due to an unrelated medical crisis and that when they got released on (B)(6) 2019 they noticed the increased in frequency as well as incontinence, their last night at the hospital. No further complications were noted or anticipated.